Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway.

Event description:
It was reported that four days after port placement, the catheter allegedly was unable to infuse or aspirate. It was further reported that the port was removed the following day. Reportedly, during the removal process the catheter broke into two segments. The port body and the distal segment were removed without complications. There was no reported patient injury.

Event description:
It was reported that four days after port placement, the catheter allegedly was unable to infuse or aspirate. It was further reported that the port was removed the following day. Reportedly, during the removal process the catheter broke into two segments. The port body and the distal segment were removed without complications. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot met all release criteria. DHR was reviewed and no deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. Manufacturing records were reviewed (DHR, mrr¿s, scrap and mfg. Process changes) and there were not found evidence that the failure mode reported in this complaint is caused by the mfg. Process. Investigation summary: one powerport isp m.r.I. With 8 fr s/l groshong catheter was returned for evaluation. Visual, functional, microscopic, and tactual evaluations were performed. The investigation is confirmed for a catheter break, as the catheter was found to be broken in two upon evaluation, with one segment attached to the catheter. The break ends matched up and the break surface was granular in texture. The break pattern manifested two high points and two low points on each end, and was thus neither longitudinally nor circumferentially aligned. There was a slightly elliptical profile on the two ends of the break. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. However, it is possible that pinch-off contributed to the inability to infuse or aspirate, and it is also possible it contributed to the breakage during removal, as the catheter may have been constrained/pinched at that time. This device is contraindicated for catheter insertion in the subclavian vein medial to the border of the first rib, an area which is associated with higher rates of pinch-off. It is also possible that grasping with an instrument contributed to the damage. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.